Event description:
Patient called to report a recall letter received involving his system one bipap device. Patient stated he received the letter yesterday, 10/19/2021 and in the letter it said to report any symptoms or adverse event to the FDA. Patient stated that in (B)(6) of 2017, he had a liver transplant and kidney failure and is unsure if they are related to the use of the recalled device. Patient said he had been using the device prior to 2017 and stopped use of the device in (B)(6) of 2019. Patient also stated he experienced asthma requiring use of an inhaler while using the recently recalled device and says now his symptoms of asthma are not as bad.